Event description:
It was reported that a revision was performed due to loosening.

Manufacturer narrative:
The returned tibial tray grit blast surface had no bone cement attached to it. The grit blasted surface had scratches and regions that were burnished due to the relative motion between the cement and tibial tray after loosening. The returned tibial tray had regions that appeared rough on the polished surface caused likely due to polyethylene insert rubbing on the surface along with third body particles. The scratches near anterior lock detail of the tibial tray polished surface appeared to have been caused by an instrument during removal of a well locked insert. The articulating surface of the polyethylene insert has burnishing likely caused due to femoral articulation. Damage/deformation, likely caused by third-body debris, was observed on the superior surface of the tibial insert; this type of damage is commonly observed on inserts retrieved secondary to loosening and likely caused due to the presence of third-body particles (bone/bone-cement). The distal surface of the insert appeared rough likely due to rubbing against tibial tray surface along with third body particles. The polyethylene insert has burnished areas on the posterior regions of the post, likely from femoral component posterior cam articulation. The anterior portion of the post has deformation due to contact with the femoral component anterior box region. The posterior stabilized (ps) constrained inserts are designed to provide additional constraint by contacting the sides of the post. Damage/deformation on the sides of the post, likely caused by third-body debris, was observed; this type of damage is observed on inserts retrieved secondary to loosening and likely caused due to the presence of third-body particles (bone/bone-cement). Dimensional inspection determined all applicable dimensions to be within design specifications. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Manufacturer narrative:
.